Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a part that holds the flange was not recognizing it. The device was powered on. The unit passed the self-test. The alarm history viewed the syringe flange not in place was registered twice. Diagnostics and monitor digital sensors were used to check the function of the flange sensor and it is working. While performing the motor drive and occlusion operational test, the pump gave a motor rate error. According to the service manual, if the message reoccurs, it may be necessary to replace the sensor and/or the worm gear, worm coupling, motor bracket, motor assembly, or parts on the drive train. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with crack battery door and broken tamper seals. There was no evidence of the error in the event history log (unable to download). The customer had two reported problems: 1 -syringe flange not in place and 2 - motor rate error. Problem 1 was not verified/duplicated. Problem 2 was confirmed, motor rate error was found during occlusion test. The investigation was unable to determine the cause of reported problem 1 as no apparent damage was found. The cause for reported problem 2 was due to normal wear of the motor assembly. For corrective action the optocoupler was replaced as a preventative measure for issue number 1 and the stepper motor, worm gear and worm coupling we replaced to correct issue 2. The lead screw, clutch spring and both clutch halves were also replaced as a preventative measure to issue number 2. The root cause of reported problem 1 was unknown. The root cause of reported problem 2 was traced to normal wear consistent with time. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 4000.